Event description:
Litigation papers allege the following: on or about within a few months of each of the surgeries, pt suffered the following personal and economic injuries as a result of the implantation with the asr hip implant: began to suffer pain and clicking noise in each hip respectively; and pt has been contacted by his surgeon to make an appointment regarding revision surgery. The pain pt suffers in each of his hips has impacted his ability to perform his job as a sales person. The pt could not have known that he/she was injured by excessive levels of chromium and cobalt until after the date he/she has his/her blood drawn and he/she was advised of the results of said blood-work.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.